Event description:
A peritoneal dialysis (pd) patient reported to fresenius customer support that an air detected in cassette warning occurred during an unknown phase of treatment and fluid was seen under the cycler and on the cart. The patient placed a piece of cardboard under the cycler, and it was all wet from solution. Fluid was not discovered in the pump module area or on the external of the cassette. The patient confirmed the inside of the cycler was dry and no fluid was coming from the cassette. The patient was not sure where the leak came from. The patient checked the bags and could not find where the fluid was coming from. Upon follow up, the pd registered nurse (pdrn) stated they have not been made aware of the event, however, confirmed the patient has not reported development of any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn confirmed through treatment data that the patient did complete treatment with the cycler.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Additional information: d9, g4, h3. Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. A pre-accelerated stress test (ast) was performed on the cycler and passed. The cycler underwent and passed a system air leak test and valve actuation test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid under the pump assembly on the bottom cover. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius customer support that an air detected in cassette warning occurred during an unknown phase of treatment and fluid was seen under the cycler and on the cart. The patient placed a piece of cardboard under the cycler, and it was all wet from solution. Fluid was not discovered in the pump module area or on the external of the cassette. The patient confirmed the inside of the cycler was dry and no fluid was coming from the cassette. The patient was not sure where the leak came from. The patient checked the bags and could not find where the fluid was coming from. Upon follow up, the pd registered nurse (pdrn) stated they have not been made aware of the event, however, confirmed the patient has not reported development of any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn confirmed through treatment data that the patient did complete treatment with the cycler.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius customer support that an air detected in cassette warning occurred during an unknown phase of treatment and fluid was seen under the cycler and on the cart. The patient placed a piece of cardboard under the cycler, and it was all wet from solution. Fluid was not discovered in the pump module area or on the external of the cassette. The patient confirmed the inside of the cycler was dry and no fluid was coming from the cassette. The patient was not sure where the leak came from. The patient checked the bags and could not find where the fluid was coming from. Upon follow up, the pd registered nurse (pdrn) stated they have not been made aware of the event, however, confirmed the patient has not reported development of any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn confirmed through treatment data that the patient did complete treatment with the cycler.